Manufacturer narrative:
The key market reported that a service engineer assisted the customer with performing a self test on the device to confirm the failure. It was then reported that the hospital fixed the device and returned the unit back to service. Although requested, further details have not been provided. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "no oxygen inhalation" message. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.